Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that no steps were taken to resolve the issue of their device not working. The patient mentioned they would like some financial help to get their wires removed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported his implant quit working for 2 to 3 years and he would like to have it removed. The patient was redirected to their healthcare provider and physician listings were sent. No patient symptoms were reported. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.